Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the nurse went to give an IV push into the 4 port tubing and a bulge occurred in the silicone segment of the infusion set. There was no patient harm.

Manufacturer narrative:
The customer's report of a silicone segment bulge was confirmed. It was observed per a picture received from the customer that the silicone segment tubing had a ballooned bulge near the lower fitment. The root cause for the customer's report could not be determined.

Event description:
The customer reported that the nurse went to give an IV push into the 4 port tubing and a bulge occurred in the silicone segment of the infusion set. There was no patient harm.